Event description:
It was reported a patient has venous stasis ulcers on the lower leg and experienced blistering at the periwound only at the border of polymem silver max under a 2 layer compression wrap. The clinician deroofed the blisters without issue.